Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: during investigation, the display was found to be dim and discolored. A test display was used for investigation and was found to function appropriately. Unrelated to the display issue, evaluation revealed multiple cracks in the battery compartment. There was moisture corrosion observed inside the battery compartment. Initial reporter: (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.